Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the lens was torn. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was performed using a microscope at 12x magnification. Device inspection revealed that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. During the manufacturing record review of the production order for this serial number, no non- conformances were identified. The documentation shows that the production order was manufactured according to specifications. A review of the deviation(s) with respect to the production order and a review of the complaint database did not indicate a product quality issue.   The direction for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses.   Based on the investigation there is no indication of a product quality deficiency. The reported complaint cannot be confirmed.    All pertinent information available to abbott medical optics has been submitted.